Event description:
Healthcare professional (hcp) reports home patient (hp) was diagnosed with peritonitis while using the homechoice device for apd treatment. Pt was treated outpatient with ip antibiotics. Per hcp, no device failure was noted and she is not attributing peritonitis to baxter product.